Event description:
Ice machine was registering the wrong ice (intracardiac echocardiography) catheter. The ultra ice was inserted, but it was reading opticross 35 instead. Machine rebooted and still did not recognize correct catheter. New ice catheter connected and was identified correctly by machine. No harm to patient.